Manufacturer narrative:
Return of device pending - report is being filed due to association with current field action. (Note: classification and z# assignment pending).

Event description:
Device serial number is subject to current philips field action (10-02) symptoms described by customer match issue which is subject of action. (B)(4).